Event description:
Dexcom was made aware on 07/27/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with infection, underneath sensor pod area only, which occurred 5 days after the sensor had been inserted in the arm. The reaction was treated with a prescription of an oral antibiotic, flucloxacillin. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).